Manufacturer narrative:
This medwatch is for aviva meter (B)(4). (B)(4).

Event description:
Boston scientific received information that this pacemaker system exhibited loss of capture noted on telemetry. The pacing outputs were increased and the field representative was to be contacted in the morning for further evaluation. At this time, no adverse patient effects have been reported.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 399 mg/dl (aviva (B)(4)) and 127 mg/dl ((B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.